Manufacturer narrative:
The instrument was received with the jaws yielded. The instrument was cycled and fired the remaining 11 clips ejected due to the condition of the jaws. The instrument locked out as intended.

Event description:
It was reported that the device was used during an unknown procedure, the device misfired with staples falling out. Another device was opened to complete case. No patient complications.